Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic analysis of each lead port found no obstructions and all seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed on just the rv port. Normal device function was observed with the rv port. Laboratory analysis was unable to reproduce the clinical observations, and this device met all specifications during detailed testing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal replacement procedure, it was noted that the pacing impedance measurements were above 2,000 ohms when this implantable cardioverter defibrillator (ICD) was connected to the chronic right ventricular (rv) lead. The pacing impedance measurements taken on the pacing system analyzer (psa) and with the previous device were at 1,400 ohms. The connection was correct and no anomalies were noted on the rv lead under examination. The physician explanted this ICD and capped the chronic rv lead. A new ICD and rv lead were then implanted; however, it was noted that the pacing impedance measurements with the new system was again above 2,000 ohms. The connections were checked again and no anomalies noted. All other lead measurements were in normal range and no noise was observed on the electrogram. The physician decided to accept this value and the new system remains implanted and in service. The manufacturer, model and serial information for the new rv lead implanted with the new device is currently not known. No adverse patient effects were reported. The patient will continue to be monitored closely. The explanted ICD will be returned for laboratory analysis.